Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency and recurrent urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria, rectocele, nocturia and stress incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding and dyspareunia. It was reported that the patient underwent a gynecological procedure concurrently with abdominal sacrocolpopexy, rso and posterior repair. It was reported that patient underwent surgisis mesh implant on (B)(6)2011 by dr. (B)(6) at (B)(6) general hospital due to pop. (Per ppf) it was reported that patient underwent mesh removal on (B)(6) 2011 by dr. (B)(6) at (B)(6) general hospital due to vaginal bleeding, suture and mesh erosion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh and bs-advantage were implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.